Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump screen was discolored and looked like water was in screen. Customer¿s blood glucose level was unknown at the time of incident. Customer stated the insulin pump was rejecting new batteries, having hard time getting batteries in and out of insulin pump, and battery cap was worn. Customer stated that they were getting error codes, and pump shutting down alert. The insulin pump will not be returned for analysis.